Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported sac growth of 11mm, type iiib endoleak, migration of 12mm of the afx vela infrarenal proximal extension and secondary endovascular procedure (addition of both infrarenal and suprarenal proximal extensions and internal mesenteric coiling) events were confirmed. The type iiib endoleak of the afx vela infrarenal proximal extension is most likely related to the use of strata material, the sac growth was related to the type iiib endoleak, the internal mesenteric coiling was anatomy related. The migration of the afx vela infrarenal proximal extension causation is indeterminate. No procedure related harms were identified. The patient was discharged home stable on the third post operative day following the secondary endovascular procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx vela infrarenal. A secondary intervention was completed to treat a type iiib endoleak and migration of 12mm of the proximal extension with aneurysm growth of 8.5mm. The intervention included coiling of the internal mesenteric artery (ima) and implantation of an afx vela suprarenal and an afx vela infrarenal. Per the discharge summary the patient tolerated the procedure well and was discharged three (3) days post procedure.